Event description:
While trying to "defib", the nurse received an electrical shock.

Manufacturer narrative:
Attempts to acquire the required patient information are ongoing. The company will update this report when it has acquired this information.